Manufacturer narrative:
Product analysis: at analysis it was determined that the encoder switch was defective and the encoder knobs were missing. It was noted that the upper case was damaged and the hanger assembly was worn. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator ( epg) had button missing. The product is expected to be returned for service. There was no patient involvement. The product has been returned for service. It was further reported that the product subsequently tested out of specification during manufacturer's analysis.